Event description:
The hcp reported that in 2006, the pt was admitted to the hosp with an infection of the pump site with a large seroma and fever. A follow up report will be sent if additional info is received.